Manufacturer narrative:
(B)(4)

Event description:
Procedure: vascular. According to the reporter: the strand broke causing a hemorrhage in the patient. Operating room time was extended longer than 30 minutes. The patient was bleeding more than 250ccs after surgery from the rupture of the suture strands (surgery, cardiac tamponade). During the case, nothing fell into the patient's cavity. Surgery was repeated, but the surgeon used another brand of suture. The current condition of patient is adequate, but the patient stayed additional time in ICU.